Manufacturer narrative:
Report 3003721894-2015-00022 is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as poligrip in the us. Summary of investigation: batch(es) affected: (B)(4) (unknown in our system). No sample was returned for this complaint and also the daycode detail was not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. This type of complaint is believed to be caused by an individual's perception of the effectiveness of the product. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.

Event description:
This case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), device adhesion issue and product complaint. On an unknown date, the outcome of the accidental device ingestion, device adhesion issue and product complaint were unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: immediately after using it, adhesive cream was melt even if the consumer did not have any warm foods at that time of using it and the consumer swallowed the product. Follow-up information was received from qa on 3rd december 2015: the product complaint was classified as unsubstantiated and has not been escalated.

Event description:
Accidental ingestion of product [accidental device ingestion]. Device adhesion issue [device adhesion issue]. Product complaints [product complaint]. This case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number bs8c, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), device adhesion issue and product complaint. On an unknown date, the outcome of the accidental device ingestion, device adhesion issue and product complaint were unknown. Additional information: immediately after using it, adhesive cream was melt even if the consumer did not have any warm foods at that time of using it and the consumer swallowed the product.